Manufacturer narrative:
Given event date: (B)(6) 2018.

Event description:
It was reported via facility medwatch# (B)(4) that a balloon rupture occurred. The stenosed target lesion was located in the subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured. The device was removed from the patient. No patient harm nor complications were reported.